Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 3006705815-2021-00659. Additional information received identified the patient had the scs system leads successfully replaced without any complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2021-00659. It was reported the patient was awaiting a lead replacement because her current leads have shifted in her body. The patient stated one of the leads was "bent and wrapped" in the wrong position. The patient complained this caused her stimulation to be uncomfortable and painful. In addition, the patient stated she feel shocks on the right side of her back and feels stimulation in her legs. The patient turned off the stimulation until her lead replacement procedure.